Manufacturer narrative:
The device is not available for evaluation. The investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "the suture boots were breaking/splitting in half, unsafe while working in an open chest cavity. Pacing wires- were splitting. The scrub tech removed the defective items, ensured the patient wasn't harmed."